Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Record review: the manufacturing record and the shipping inspection record of the product of the involved product code/lot number; no anomaly was found. The past complaint file of the involved product code/lot#; no other similar report of the product with the involved product code/lot# from other facilities was found. Past simulation test: we are aware that guidewire fracturing occurs when the following force is applied. Using a factory-retained runthrough ns, the distal end of coil was trapped, and the following force were applied respectively. In each case, the niti core wire inside the platinum coil was fractured. Electron microscopic inspection of the fractured section of each niti core wire obtained following results. When pulling force was applied the fractured section was tapered, the fracture surface was diagonal, and a dimple pattern (a hole-shaped pattern) was found. When repeated bending force was applied, the fractured section was curved, and a dimple pattern was found on the fracture surface. When pulling force was applied in a looped state, it was found that the fractured section was curved and tapered. In addition, the fracture surface was twisted. When torque force was applied, it was found that the fractured section was twisted. When the removal operation is performed under these circumstances, the platinum coil frayed and elongated. Furthermore, it was found that the platinum coil fractured if the removal operation was continued. Cause of occurrence/conclusion: based on the investigation result, as a possible cause of this complaint, the following factor was inferred. However, since the actual sample was not returned, the cause of occurrence could not be clarified. The distal end of the coil of actual sample was trapped in some factor (e.g., stent). Since one of the force a) - d) was applied in the state of "1", the niti core wire inside the platinum coil was fractured. Subsequently, removal operation was performed. As a result, the platinum coil was frayed and elongated. As the removal operation was continued, the platinum coil was fractured. Relevent IFU reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during coronary stent implantation, the patient had lesions in the anterior descending vessel and the diagonal vessel respectively. The operator implanted a stent in the anterior descending vessel first, when treating the stenosis lesion in the diagonal vessel, the distal tip of the guide wire was kinked, unable to be withdrew, and broke in the end. Then the operator captured the residue by a snare. Runthrough ns broke off inside the patient body and medical intervention was required to retrieve the residue. The procedure outcome was not reported. The patient was not harmed.